Event description:
The sheath was placed in right femoral vein for a cadiac catheterization procedure. A catheter from another MFR was placed through the sheath, and repositioning required pulling the catheter back through the sheath. During manipulation the sheath sheared and a portion of the sheath remained in the femoral vein. The detached segment of sheath lodged in the left pulmonary artery and was retrieved under fluoroscopy. Pt was admitted for observation.

Manufacturer narrative:
The device was not returned. Retention samples were visually observed and no abnormality was noted. The described occurrence may be caused if the balloon catheter is not fully deflated prior to withdrawal through the introducer sheath.